Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that four passes with the subject retrieval device were successfully performed to treat the right a2 anterior cerebral artery (aca) and m2 middle cerebral artery (mca) occlusion. The patient had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. However, post procedure a new onset of atrial fibrillation was noted. Medical management (the exact medication and dosage unknown) was administered. Two days post procedure the patient¿s neurological status deteriorated due to progression of the index stroke, which led to the patient¿s death. The primary cause of death was a large ischemic stroke. The physician stated that the patient¿s death was unrelated to the subject device; however, it is unknown if the procedure caused or contributed to the death.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, hematoma and patient complications are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that four passes with the subject retrieval device were successfully performed to treat the right a2 anterior cerebral artery (aca) and m2 middle cerebral artery (mca) occlusion. The patient had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. However, post procedure a new onset of atrial fibrillation was noted. Medical management (the exact medication and dosage unknown) was administered. Two days post procedure the patient¿s neurological status deteriorated due to progression of the index stroke, which led to the patient¿s death. The primary cause of death was a large ischemic stroke. The physician stated that the patient¿s death was unrelated to the subject device; however, it is unknown if the procedure caused or contributed to the death.